Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to cracked case behind the device at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was "push" back in the right position, monitored and no blank display noted.